Event description:
The pt underwent cataract surgery with implantation of the crystalens in 2007. One day postoperatively, the pt complained of "something in her vision". The physician explanted the crystalens on a week later, and upon examining the lens, there was "something on the lens". The physician implanted a 21.50 d crystalens (slightly different lens power) successfully and the pt's prognosis is excellent.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.